Manufacturer narrative:
The customer¿s report that an infusion of vasopressin completed sooner than expected was not confirmed or replicated. The pcu event log recorded that the suspect pump module was programmed for vasopressin at a rate of 4.5ml/hour with a vtbi 100ml. There were no irregularities observed in the infusion programming. Testing performed found the device operating within specifications. During testing there were no observations of unregulated flow. The root cause of the reported event was not identified.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer stated that vasopressin was intended to infuse at 4.5ml/hr (within 2 hours) and it infused within one hour. There was no report of patient harm.